Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was observed in the device log but could not be duplicated. The device successfully passed all stress and troubleshooting tests using a recognized test setup. An internal inspection revealed some particulates in the flow screens. To minimize the likelihood of recurrence, the flow screens were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.